Event description:
It was reported, that during an in clinic follow-up. The right ventricular (rv) lead exhibited high capture threshold and r-wave amplitude variation. And the pacemaker exhibited far r over-sensing. The lead was explanted and replaced. During the procedure, while attempting to connect the new lead and the pacemaker, it was noted, that the pacemaker's set screw was stripped. The pacemaker was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of unacceptable threshold and r-wave amp variation were not confirmed. As received, a complete lead was returned in one piece. Electrical testing was normal. Visual inspection and x-ray examination of the lead did not find any anomalies except for procedural damage.